Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient reported a por (power on reset) error code was seen by the patient in (B)(6) 2017, and patient services explained therapy has turned off and reset to shipping parameters. The patient doesn¿t feel any stimulation and noticed her bladder is getting worse during (B)(6) 2017. It was also reported the patient had a CT scan with dye study in (B)(6) 2017 and the emi could be related to the issue. Patient services reviewed the CT guidelines and the patient reported they told her she didn¿t need to turn the therapy off during the scan. The patient was redirected to their hcp (health care professional) to clear the por and reset the programs and turn the therapy back on. The patient did not have a current managing hcp and was sent a list of providers. No further complications were reported or are anticipated.